Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was called in for an ambulatory follow up in order to investigate noise which was seen via remote monitoring system. It was noted that the noise was oversensing and pacing inhibition was noted as the patient was pacemaker dependent. Loss of capture was also noted. An x-ray performed did not show any particular right ventricular (rv) lead issue but insulation damage was suspected. The device was reprogrammed to avoid pacing inhibition and a revision was planned. No additional adverse patient effects were reported. A revision took place and the device was upgraded while the lead was surgically abandoned. The device will not be returned. No additional adverse patient r effects were reported.